Event description:
Subsequent to the previously filed report, the following information was received: reportedly, the prostyle device was deployed yet hemostasis was not achieved. The suture was not found for a second prostyle device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D4- lot number updated from 2100441 to 2110842. H6- medical device problem code 1142 removed and 4001/hemostasis added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle after a neurological intervention using a 6f sheath. Reportedly, after plunger removal, the suture was not found for both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.